Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and related product and is unable to determine the root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow-up medwatch #(B)(4).

Event description:
Procedure performed: resection left colon - laparoscopic. Event description: complaint based on medwatch report #(B)(4). Medwatch received on 22nov2021 via mail. "Gelport was being used by the physician for the surgical procedure. Surgeon noted that gas was escaping the abdomen, but it was not apparent where the gas was leaking. Upon further investigation, it was noted that there was tear in the device causing the gas to leak and deflating the abdomen. The gelport was removed from the surgical field and replaced. What problem did the user have (check all that apply): device failed (e.g. Broke, couldn't get it to work or stopped working); device malfunction- that is, the device did not do what it was supposed to do". Product available for return as indicated in the mw report. Additional information was received via email on 09dec2021 from [name] hospital could not find the device, product no longer returning. Type of intervention: the case was completed with the new one. Patient status: no patient injury or illness was reported within the description of the complaint event.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation. This report is to follow-up medwatch # (B)(4).

Event description:
Procedure performed: resection left colon - laparoscopic. Event description: complaint based on medwatch report # (B)(4). Medwatch received on 22-nov-2021 via mail. "Gelport was being used by the physician for the surgical procedure. Surgeon noted that gas was escaping the abdomen, but it was not apparent where the gas was leaking. Upon further investigation, it was noted that there was tear in the device causing the gas to leak and deflating the abdomen. The gelport was removed from the surgical field and replaced. What problem did the user have (check all that apply): device failed (e.g. Broke, couldn't get it to work or stopped working); device malfunction- that is, the device did not do what it was supposed to do." Product available for return as indicated in the mw report. Additional information was received via email on 09-dec-2021 from [name] hospital could not find the device, product no longer returning. Type of intervention: the case was completed with the new one. Patient status: no patient injury or illness was reported within the description of the complaint event.